Manufacturer narrative:
The reported issue that the pcu was returned in june of 2018 for error code 120.4610 and the same error code continues to show up in the logs was confirmed via log analysis; however the error code was not duplicated during the investigation. The device service history file indicated that the power supply board was replaced twice as a corrective action. The ac power cord was replaced once also due to it reportedly being a third party part. The ac power cord was an approved model on the pcu during this investigation. The inspection and testing process did not find any existing malfunctions. It is suspect the 24v switcher power supply, a commercial part, may be intermittently malfunctioning. The device history file had no record of its replacement, suggesting its age is over ten years old in this returned pcu. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that the device was sent in for repair back in june 2018, the same error code 120.4610 continues to showed up in the logs and the customer would like to find out why. In june 2018, they replaced the power supply but within a month of receiving it back there are the same errors showing in the logs. There was no patient involvement.